Manufacturer narrative:
Date of event was reported in multiple timelines: implant not as good as trial = (B)(6); throbbing stimulation "don't remember" (2018); fall = "last week" ((B)(6) 2018). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think that the device was working quite as well as the trial. The patient indicated that it is better than it was before, but not as good as the trial, and the patient still thought they were getting 50% or better relief from their bladder urgency. The caller then reported that if the patient sits on the couch they feel uncomfortable stimulation and the patient needed to switch places in order to not feel it. Furthermore, if the patient is on their feet too long they will limp, which the patient did not do prior to the implant, and feel a throbbing at the location of stimulation, like a pinch. The patient indicated that they would adjust stimulation up and then wait a couple days until they felt comfortable, the patient also noted that they tried reading the book, but could not figure it out. During the call the patient's stimulation was confirmed to be turned on and set to 2.8 on program 4. The patient was assisted with changing to 1.9 on program 1 and the patient confirmed feeling stimulation in the correct area. The patient planned to monitor their symptoms and would call back if they wanted to adjust stimulation again. The patient also mentioned fibromyalgia, but did not allege that this was related to the device or therapy. Patient status is unknown at the time of this report. Additional information received from the patient on aug. 15, 2018 reported that they contacted the manufacturer back to ¿check in¿ regarding their program change. The patient stated that they fell off a chair last week ((B)(6) 2018) and bruised their tailbone and wrist. Their bottom had hurt since (B)(6) 2018 when they sat or laid down in their bed. The patient stated that they were going to leave the stimulation where it was until they healed from the fall and were advised to follow up with their healthcare professional (hcp) regarding the fall and discomfort. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had uncomfortable stimulation, limping, activity level changed to not being able to do as much as trial. It was difficult to put trial equipment over the right place as the patient was petite and weighed (B)(6). Patient stated they changed programs and stated they fell of their chair but had to try it. Patient stated they were out for their 'final implant in may not in correct spot and had fibromyalgia'. It was noted the issues had not been resolved yet and they lowered stimulation. Patient was going to the bathroom 14-18 times a day and was losing all the liquid they take in some days and they would drink a gallon of water a day. No further complications were reported.